Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photograph provided. Bd received a 22ga insyte autoguard bc unit without packaging. All components were present. Through the visual examination there was no evidence of foreign matter found on any of the components of the unit received. Traces of lube (non-foreign) were observed on the cannula. The lube observed on the needle tip is part of the manufacturing process and is applied by a spray process. This is an approved part of the product design to minimize the insertion and threading forces during the usage. No excessive amount of lube was observed. The pictures returned for evaluation did not reveal any evidence related to the failure described in the event description. The returned unit did not display any adverse characteristics that would contribute to the defect experienced. The failure described in the event description could not be replicated at the laboratory. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign matter in the tip of the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign matter in the tip of the catheter.